Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was unknown. Customer experienced diabetic ketoacidosis and believed this was caused by bad insulin coming from the insulin pump. Customer used insulin that they had left out for a long time which may have been affected. Customer declined to speak to the 24 hour helpline.